Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged during a follow-up check a week after implant procedure. The physician noted an increase in threshold measurement and a decrease of lead impedance measurement. X-ray confirmed the ra lead dislodgement. A revision procedure was done and the physician attempted to reposition the lead however placement difficulty was noted. The ra lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.